Event description:
I just read an article about robot surgery woes in the waterbury republican today. I decided to write. On (B)(6) 2010, I needed to have gallbladder surgery to remove a large gallstone that was causing pain under my ribs. I underwent laparoscopic surgery at (B)(6) hospital in (B)(6) and was fine for six weeks. I reported to the surgeon that I was feeling great! A few weeks later after I ate, I began experiencing severe pain in my upper stomach, fever and chills, severe diarrhea. It felt like the food I ate was "going up" but it was actually bile. I was undergoing chemo for breast cancer at the same time. I called by surgeon, but he did not want to see me. I told my oncologist, she sent me to a gi dr. The gi dr did not know what it could be. Months later, I was admitted to the ER for chest pain and I saw a cardiologist. After approx one yr of seeing all types of drs, my cardiologist asked if I had sphincter of oddi. I went back to the gi drs and asked them if this is what I could have. I was given an ercp that showed I had a bile duct stricture. Since then, I have been in and out of the hospital with elevated liver enzymes, nausea, fever and chills and severe spasms in my upper stomach that radiate into my chest. I have had severely low potassium due to the on going diarrhea, gastritis and bile in my stomach. I now have stomach pain in my upper stomach almost every day. I have had at least 6 stents put in and taken out. I have had opinions from three different surgeons who have told me that the surgery to fix this issue is not always successful and to keep going with the stents. Drs at (B)(6) told me that the stents I had were not large enough, so they put in a larger stent. I was fine for 6 months, but the stricture came back. I had another large stent put in, that was taken out in (B)(6) 2013 and so far I feel good. In the meantime, it has cost me thousands of dollars out of my own pocket for all of the blood work, stents and hospitalizations I have needed, not to mention loss of time from work and hardships on my family. I have also been told by one dr that the di vinci robot could not have caused this because the stricture is too low. Another dr told me of course it is a complication of surgery, although this opinion does not appear anywhere in the notes. I did not have this issue until 8-10 weeks after my gallbladder surgery. I known it was a complication of surgery.